Event description:
It was reported that the patient was implanted with a right ventricular (rv) lead and during the implant procedure the patient¿s blood pressure decreased. A pericardial effusion was detected and drained. After the procedure was completed the patient suffered cardiopulmonary arrest and resuscitation was completed. It was reported that days later the patient expired. The cause of death was reported as cardiac hypofunction and hypokalemia with pericardial tamponade. The tamponade was reported as a result of thinning of the ventricular muscle as a result of an anterior wall infarction.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).